Event description:
Customer reportedly, received result of 179 mg/dl on the advantage system and 395 mg/dl on a professional's meter within 10 minutes. High blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.